Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device was returned to olympus¿s local distributor, but not returned to olympus medical systems corp. (Omsc) for evaluation. It is unclear if the phenomenon would be reproduced. The repair department confirmed the motherboard failure, dust inside the device, and damage in the receptacle unit. Therefore, we surmised that the subject device was unable to exhaust heat due to the malfunction of the motherboard and accumulated dust, so the temperature inside the device became high. Otherwise, the phenomenon was due to contact failure of the video connector caused by the damage of the receptacle unit.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with the event.